Manufacturer narrative:
The reported event of device anomaly or contamination of device ingredient or reagent was not confirmed. The device was received with normal outputs and normal telemetry communication. Electrical and mechanical tests performed including output verification and connector ports evaluation did not identify any anomaly or functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, there was blood noted in the pacemaker header when the physician inserted the pacemaker in the device pocket. The pacemaker was not used and replaced on (B)(6) 2025. The patient was in stable condition.